Event description:
It was reported that the customer's mobile app was frozen, preventing her from delivering a bolus. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer to reset the pump, which resolved the issue, allowing her to successfully administer a bolus and resume insulin while still on the line with support.